Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump cartridge compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/20/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings:a cartridge compartment crack was discovered during investigation. The cartridge cap was able to be properly secured to the pump. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts.